Event description:
It was reported that during procedure distal humerus locking plate for supracondylar fracture of left humerus, drill bit broke. It was inside the patient and surgeon decided to completed procedure with the same device. Delay reported no more than 30 minutes.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, based on the available information, the root cause of the drill bit breakage cannot be concluded. Too much torque or pressure on the instrument cannot be ruled out as a contributing factor. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.